Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and tvt abbrevo was implanted. It was reported that following insertion the patient experienced dyspareunia, urinary problems, recurrence, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. It was reported that patient underwent revision of tvt mesh on (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.